Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out due to eri, externalized conductors were observed via fluoroscopy. Lead fracture was also noted. All electrical measurements were normal. Lead was capped and replaced.